Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd rapid detection of sars-cov-2 veritor¿ gave false negative test results. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: symptomatic patient went to clinics, doctor performed bd art with visual read negative and show negative on analyzer. Due to symptomatic, patient sent for pcr test, pcr test is positive with CT value 20. Are you reporting a false positive or a false negative? False negative what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr what is the result of the confirmatory test? Positive how many specimens were discrepant? 1 were any patients treated based on erroneous results? No.

Event description:
It was reported that the bd rapid detection of sars-cov-2 veritor¿ gave false negative test results. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: symptomatic patient went to clinics, doctor performed bd art with visual read negative and show negative on analyzer. Due to symptomatic, patient sent for pcr test, pcr test is positive with CT value 20. ¿ are you reporting a false positive or a false negative? False negative. ¿ what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. ¿ what is the result of the confirmatory test? Positive . ¿ how many specimens were discrepant? 1 . ¿ were any patients treated based on erroneous results? No.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1169314. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.